Event description:
Embolization coil would not detach. Implanted and explanted. No harm to patient. Vendor notified and coil being replaced free of charge. Unfortunately, the defective coil was thrown away.